Event description:
It was reported that the customer's insulin pump experienced a blank display. The customer had received weak battery alarms and gone through six different batteries. The customer's blood glucose was 134 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was neither dropped, bumped nor exposed to moisture. The customer stated that there was black liquid inside the battery compartment. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm was noted. The low battery alarm functioned properly. No blank display was noted. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.